Manufacturer narrative:
On (B)(6) 2019, mentor received the device for analysis. On (B)(6) 2019, mentor completed analysis of the device. Device evaluation summary:¿ during evaluation of the sample it was observed to be intact. No anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel breast implants 475cc and experienced a rupture on the right-side implant, which was confirmed by an ultrasound. The patient also reported constant pain in the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided implant.

Manufacturer narrative:
On 10/2/2019, mentor became aware of additional information indicating the patient had also experienced bilateral ptosis and capsular contracture, baker grade unknown on the right side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware the patient would undergo explantation on (B)(6) 2019. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).